Manufacturer narrative:
The analyzer's serial number is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys syphilis results for 3 patient samples on a cobas e 411 analyzer (rack system). Patient 1: the initial anti-tp result was 1.65 coi (reactive), and the repeated result was 1.63 coi (reactive). The result of the outsourced tp antibody quantitative determination was non-reactive. On (B)(6) 2026, the initial anti-tp result was 1.05 coi, and the repeated result was 1.08 coi (both reactive). The sample was tested using the lia assay on (B)(6) 2026, and the result was negative (tpn47: (-), tpn17: (-), tpn15: (-), tmpa: (-)). On (B)(6) 2026, the sample was tested using an rpr (rapid plasma reagin) method, and the result was negative. On (B)(6) 2026, the result with the rpr method was 0 r.u (negative). On (B)(6) 2026, the tpla (treponema pallidum latex agglutination) test results were 9.1 t.u, 0 t.u (neutralization test), and 100% (percentage of neutralization). The sample was determined to be "nearly positive". Patient 2: the anti-tp result was 4.78 coi (reactive). The result of the outsourced tp antibody quantitative determination was non-reactive. On (B)(6) 2026, the initial anti-tp result was 3.86 coi, and the repeated result was 3.81 coi (both reactive). The sample was tested using the lia assay on (B)(6) 2026. The final result is considered "pending" (the result cannot be definitively classified as negative or positive) (tpn47: (-), tpn17: (2+), tpn15: (-), tmpa(-)). On (B)(6) 2026, the sample was tested using an rpr (rapid plasma reagin) method, and the result was negative. On (B)(6) 2026, the result with the rpr method was 0 r.u (negative). On (B)(6) 2026, the tpla (treponema pallidum latex agglutination) test result was 0 t.u. The sample was determined to be negative. Patient 3: the anti-tp result was 2.45 coi (reactive). On (B)(6) 2026, the initial anti-tp result was 2.13 coi, and the repeated result was 2.11 coi (both reactive). The sample was tested using the lia assay on (B)(6) 2026, and the result was positive (tpn47: (+-), tpn17: (1+), tpn15: (-), tmpa(-)). On (B)(6) 2026, the sample was tested using an rpr (rapid plasma reagin) method, and the result was positive. The sample was sent out for testing, and the rpr method's test result was 1.3 r.u. (Positive). On (B)(6) 2026, the result with the rpr method was 8.58 r.u (positive). On (B)(6) 2026, the tpla (treponema pallidum latex agglutination) test results were on (B)(6) 2026, the tpla (treponema pallidum latex agglutination) test results were 147.3 t.u, 0 t.u (neutralization test), and 100% (percentage of neutralization). The sample was determined to be positive. Method of result evaluation: rpr: a value of 1 (r.u) or higher is considered positive. Tpla: a value of 10 (t.u) or higher is considered positive. Lia assay: negative: all antigen lines are negative, or one syphilis antigen line is borderline. Result pending: a reaction of 1+ or higher is observed for one type of syphilis antigen. Positive: there is a reaction to two or more syphilis antigen lines. (A borderline reaction, or stronger.)